Event description:
Dislodgment of this lead to the tricuspid annulus was noted. The lead was successfully repositioned on (B)(6) 2009 and all records indicate this lead remains actively implanted. Should additional information become available, this event will be updated.